Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported that the patient of a non-abbott sponsored study went into cardiac arrest and died six days after receiving two vision stents. No product malfunction was reported, and no thrombus was noted during the autopsy. No additional event or patient information is available.

Manufacturer narrative:
The other multi-link rx vision stent is being filed under the same MFR number.